Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarm noted. The device was monitored for several days and no unexpected high pitch tone noted. No moisture damage on the reservoir compartment, electronics, motor, battery tube, vibrator and keypad assembly noted. However, moisture damage was noted on the lcd resilient cover. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump was exposed to moisture damage. Customer stated the insulin pump was exposed to insulin passed the o-rings. Customer reported the insulin pump alarmed no delivery and she changed the infusion set and reservoir but it did not work. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.